Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "leak - balloon cuff" was confirmed based upon the sample received. The customer returned one unit 5-16137 et tube, sher-I-bronch, rs, 37 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The bronchial (blue) balloon cuff had a large hole in it which would prevent it from inflating. The tracheal (white) balloon cuff was returned partially inflated. Functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. First, a lab inventory syringe was connected to the tracheal (white) pilot balloon and the balloon cuff was fully deflated. Next, the syringe was filled with air and reconnected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff and pilot balloon were both able to properly inflate. The syringe was reconnected to the tracheal inflation line and the cuffs were able to properly deflate as well. The bronchial inflation line was not tested due to the large hole in the balloon cuff. No other defects or anomalies were observed. Additionally, the IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used. Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It was unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.